Manufacturer narrative:
Age at time of event - (B)(6). Device is a combination product device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, "pinching" of a vessel occurred. The patient had a fractional flow reserve to the lad of 0.80. The lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad) artery. The physician deployed a 2.75x16mm promus element plus stent, inflating to 12atm. A "pinching" on the 3rd diagonal artery was observed. The physician was unable to cross through the stent strut into the diagonal artery and reopened the artery, however it still had flow. A second stent was deployed in overlapping fashion as planned at the beginning of the case. No further patient complications were reported and the patient's status is fine.